Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Caller alleges the pump is delivering more insulin than it was programmed. Caller stated patient was found unconscious in her room and fell into a hypoglycemic coma; was not admitted to the hospital as mother is a nurse and provided treatment of hypertonic glucose administration and sugar by syringe. Caller reported patient drank water when she regained consciousness. No product will be returned.